Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was off no power issue. The customer¿s blood glucose level was unknown. Customer reported that the firstly they did not received low battery alert prior to off no power alert however, at second occurrence also their were off no power alert without a low battery warning. Customer stated that the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.